Event description:
During a manual stress test protocol, customer stated the treadmill sped up on its own and the pt was thrown from the treadmill. Pt was not injured as a result of this.

Manufacturer narrative:
A 3rd party biomedical company went on-site and inspected the stress monitor, treadmill and treadmill controller. They were unable to reproduce the reported problem. As a preventive measure, cardiac science technical support sent the customer a replacement treadmill controller; the original controller will be returned for eval.